Manufacturer narrative:
A2) patient age - mean age 68.07 +13.80 a3a) patient sex - 1893 males, 631 females (n=2524) a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, perforation, premature ventricular contractions (arrhythmia), and death are listed as potential adverse events with use of the glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 20jun2022) ¿the german laser lead extraction registry: gallery¿. The study retrospectively aimed to investigate and analyze the procedural safety during laser lead extraction, determined by the rate of procedure-related complications and procedure-related mortality in germany. A total of 2524 consecutive patients with 6117 leads were enrolled in the study between january 2013 and march 2017. All lesions were sequentially treated with spectranetics glidelight laser sheaths. Procedural complications included 32 vascular tears where cardiopulmonary bypass was used to repair the vascular tears and the patients were discharged without neurological or functional deficit, and 42 experienced vascular laceration or cardiac avulsion. Two (2) patients experienced hemothorax requiring intervention, and 47 experienced pocket hematomas. Four (4) patients experienced pericardial effusions without necessity for drainage, and 4 requiring pericardiocentesis. Four (4) patients experienced pneumothorax, 1 pulmonary embolism, and 1 subclavian vein thrombosis (MDR #3007284006-2026-00242). Additionally, there were 14 deaths due to vascular tears that could not be repaired with emergent surgical management. There were also 76 non-procedure related fatalities due to sepsis, multiorgan failure, cardiogenic shock, hemorrhagic shock, mesenteric ischemia, fatal arrhythmia, respiratory failure, cerebrovascular accident, pericardial tamponade, asystole, and acute renal failure. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 20jun2022 has been used, the date of publication. Pecha, simon,burger, heiko,chung, da un,möller, viviane,madej, tomas,maali, alaa,osswald, brigitte,de simone, raffaele,monsefi, nadeja,ziaukas, virgilijus,erler, stefan,elfarra, hamdi,perthel, mathias,wehbe, mahmoud s,ghaffari, naser,sandhaus, tim,busk, henning,schmitto, jan d,bärsch, volker,easo, jerry,albert, marc,treede, hendrik,nägele, herbert,zenker, dieter,hegazy, yasser,ahmadi, donja,gessler, nele,ehrlich, wolfgang,romano, gabriele,knaut, michael,reichenspurner, hermann,willems, stephan,butter, christian,hakmi, samer. 2022. The german laser lead extraction registry: gallery ep europace, 24(10): 1627-1635. Doi:10.1093/europace/euac056. This report captures the deaths that occurred after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.